Manufacturer narrative:
The sample was clear, with no sign of hemolysis or clog and with sufficient volume. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00567 and MDR 1219913-2020-00568 were filed for results generated on the sample using different analyzers and a different lot of reagent.

Event description:
The customer obtained nonreactive (negative) atellica im sars-cov-2 total (cov2t) results for a patient on three different atellica im analyzers. The nonreactive (negative) results were considered discordant when compared to the reactive (positive) results with an alternate method and pcr. The customer reported the nonreactive (negative) results to the physician and the results were questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00566 was filed on november 25, 2020. Additional information december 7, 2020: the customer obtained nonreactive (negative) atellica im sars-cov-2 total (cov2t) results for a patient on three different atellica im analyzers. The nonreactive (negative) results were considered discordant when compared to the reactive (positive) results with an alternate method and pcr. The patient had a reactive pcr result on (B)(6) 2020 and a pcr non-reactive result on (B)(6) 2020. The patient was drawn and tested for cov2t on (B)(6) 2020. With blood samples collected <14 days from the initial positive pcr, the patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. With blood samples collected >14 days from an initial positive pcr result, additional information is needed. There is not an expectation that the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided, no product problem was identified. The customer is operational. No further action is needed. MDR 1219913-2020-00567 supplemental 1 and MDR 1219913-2020-00568 supplemental 1 were filed for results generated on the sample using different analyzers and a different lot of reagent.